Event description:
When drilling/reaming with step drill, the tip of the reamer broke off inside patients bone. The 3.2x450mm kwire was bent when pulled out. Rep reported that the procedure was a primary surgery for a gamma nail. The step drill tip "shredded into little pieces and they left the pieces in the patient. The patient will need to be revised.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.